Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva tpn bag was leaking from an unspecified location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon follow-up, the customer clarified that the bag was leaking from the middle port. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.